Event description:
Additional information was received and states that: 1. What was the reason for the surgery that occurred on the (B)(6) 2024? Reoperation of pseudoarthrosis l5/s1. 2. What devices were removed on the (B)(6) 2024? Removal of the viper cfx cortical fix screw. 3. What was the reason for removing these devices? Why the screws where loosening. That was the reason for the pseudoarthrosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, h6 (health effect - clinical code). Corrected: d4 (primary UDI number), h6 (health effect - impact code, medical device problem code). H3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history review (DHR): the combination of product # 186727840s and lot # 310863 doesn't exist in sap 02. The correct product code for this lot would be 186770050s. Please confirm the product #. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had spine surgery on (B)(6) 2023. After surgery, the patient experienced burning pains. Some implants were removed from their spine on (B)(6)2024, and the ache has diminished considerably, but not all implants have been removed. (B)(4) screws remain in their spine. The patient has burning pains where the screws are. The patient requested information on the composition of the material of the implants. They were particularly interested in whether they contain nickel. They mentioned that their body does not respond well to pain medication as opioide, and that is why it has to be found quickly the source for their burning and heat pain.